Event description:
The reporter stated that he thought he had gotten the er1 message a couple of times last month when he was having high blood sugars. He stated, however, that the error message may have been due to some error that he had made. He stated that his meter has read hi, and it has read as low as 20. The ten readings in his meter memory ranged fro 37-344 mg/dl. He stated that he had never noticed the confirmation dot on any of his test strip bottles, and that he had not sought medical advice during this time.